Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the managing healthcare provider reduced patient¿s base rate be to the minimum rate in the event that the motor stall resolved on its own and was currently managing the patient orally until the pump can be replaced. They did confirm with the patient that he was helping to move the generator/compressor he mentioned around 3pm on friday (B)(6) 2019 and so based on the 7:55am motor stall entry in his logs, that connection was purely coincidence. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml, dose not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump status or event log show a motor stall occurred, the stall was active, and stopped pump period may exceed tube set. The logs revealed the stall was on (B)(6) 2019 at 7:55am with no recovery in the logs the day of the report. The reporter stated that the patient was moving a ¿high powered electrical unit¿ this weekend but was not sure on timing or details. The patient had symptoms of withdrawal. The physician was performing a dye study to confirm catheter patency as the pump would likely be replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were replacing the pump today, (B)(6)2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that at the beginning of june they had a normal refill. Ten days after the refill, they felt like crap. The patient couldn't open their eyes, couldn't life their head, and when they stood up their legs were shaking. The patient reported that they felt like they were going to die. The caller heard a "ping," the night before but didn't know what it was. No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump found ¿motor gear train anomaly, corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly, stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.